Event description:
The manufacturer received information alleging a system test step had failed during preventative maintenance on the trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a system test step had failed during preventative maintenance on the trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer with this issue. The customer informed the philips rse while performing the preventative maintenance on this device, the active exhalation verification test step had failed, at least three (3) times, all on the pilot sensor reading for being too low. The philips rse alleged either the proportional valve (aecm), 3-way solenoid valve, and/or the system printed circuit board assembly were causing the active exhalation verification test step to fail on this device. The philips rse provided a service quote to the customer to have the device returned for further evaluation. The device did not return for service so there were no part(s) and/or repairs made to this device.